Event description:
A report regarding opacification of an iol was received by ciba vision in 2002 from a surgeon regarding a patient who had a right eye memorylens implant in 1999. The paitent presented at exam in 2001 with a visual acutiy of 20/20 od, but stated that everything had a dark shadow. The surgeon explanted the lens without complications. At one week post-op the patient's visual acuity was reported as 20/30 +2, and the surgeon stated that the patient's condition was stable and the prognosis was reported as excellent.